Event description:
The manufacturer was contacted in reference to a thermal allegation on a ds2adv auto CPAP. The manufacturer received information alleging a burning smell from the device. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, they found that iso port, inlet/outlet seal and blower were contaminated. Pollen filter needs replacing due to preventive maintenance. Customer complaint was not confirmed. Device was repaired. Non-reportable since there was no death or serious injury reported, and the observed event/issue would not cause a death or serious injury if it were to recur.